Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using a stago. At 10:29 am, the customer tested by fingerstick on the meter and the result was 5.1 inr. The customer had a lab draw at 2:00 pm and the result was 3.4 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer has no antiphospholipid antibodies, no heparin or direct thrombin inhibitors, no warfarin dose change, no new medications, no illness no diet changes and no signs of bleeding or bruising. There was no adverse event. The meter and strips were returned for investigation the returned meter and strips were tested with a quality control. Testing results: qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4%. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.